Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance during an attempt to shock, eventually impedance that became out of range. The patient remains in the hospital. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Corrected fields: h1. Type of reportable event.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance during an attempt to shock, eventually impedance that became out of range. The patient remains in the hospital. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance during an attempt to shock, eventually impedance that became out of range. The patient remains in the hospital. The lead remains in service. No adverse patient effects were reported. Additional information obtained, the patient will continue to be monitor.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.